Event description:
It was reported that the user experienced an infection at the insertion site on (B)(6)2026. The symptoms included redness and yellow pus. The health care provider, who was also the inserting provider, prescribed cephalexin, and no additional infections were reported. The sensor was not removed as a result. The user stopped using the system on (B)(6) 2026.

Manufacturer narrative:
A review of the device's manufacturing records indicated that the original sensor lot met all requirements including sterilization requirements for release. Development of infection at the insertion site is a known and anticipated potential adverse effect and does not require additional investigation.